Event description:
Caller reported patient experiencing infusion set tubing tearing. Caller indicated that once torn, the patient changed her infusion st. Caller indicated that patient's blood glucose had not been affected and no medical attention was necessary.